Event description:
It was reported that the customer had high blood glucose levels of 140 mg/dl. The customer reported a test failure alarm by the insulin pump. The alarm would be cleared, and then the insulin pump would restart and ask the customer to rewind. The customer reported that the alarm would recur five or six times everyday. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The max delivery alarm safety feature worked properly. The insulin pump was monitored for several days and no alarms were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).